Event description:
During treatment nursing staff noticed a leakage of blood from the dialyzer housing. Setup and priming of the dialyzer went according to plan and there where no abnormalities to report. When treatment was initiated by connecting the patient to the dialysis circuit everything went according to plan. After approximately one hour the nurse returned to follow up on the patient and noticed there was a small puddle of blood on the floor. After investigation it was clear the blood was leaking from the header cap of the dialyzer on the top of the dialyzer (see pictures). The device did not go into blood leak alarm, which made nursing staff believe all fibers are intact. Further no clinical effect was observed. Nursing staff wiped away the blood and observed no further leakage of the dialyzer (they assumed it had coagulated). Due to the fact that there were no clinical adverse events, no more blood leakage on the dialyzer nor a blood leak alarm from the device, the nurses decided to continue treatment till the end. No issues where noticed and treatment was finalized. Nurses are not aware of any mishandling of the dialyzer during transport or setup of the dialyzer.